Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has become unresponsive over the past 2 weeks, and all other keypad buttons require multiple presses to obtain a response. She stated that all keypad buttons feel flat when pressed. The pt denied physical damage to the rubber keypad; denied that the pump had been exposed to water; and stated that she wears the pump on her waist with a clip.